Manufacturer narrative:
Examination of the submitted device found evidence confirming device loosening in vivo. A search of the complaint database did not show any add'l reports against the product lot code. The investigation could not draw any conclusions about the root cause of the device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is to indicated. In addition, the product code is an obsolete item. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt was revised to address pain, osteolysis, and gross tibial and femoral loosening at the cement/bone interface due to the osteolysis. The MFR of the cement used in the primary surgery is unk. Signs of third-body debris were present, as there were scratches to the femur and uni-directional wear patterns on the poly on both the top bearing surface and the bottom undersurface. Doi unk - dor (B)(6) 2011 (left knee). Update (B)(6) 2011 complaint sample devices were rec'd for examination. Visual examination of the submitted devices found evidence of loosening between the cement and implant interfaces for both the femoral and tibial tray components.